Manufacturer narrative:
Correction: while testing the navigation system, the positioning sensor unit (psu) on the system was unable to recognize the reference frame being used in the procedure. Thus, a communication error between the psu on the navigation system and the instrument was established.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu would not power on when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative then inspected the reference frame. The inspection revealed that the positioning sensor unit (psu) was not illuminated. A lighting failure of the psu was thus detected. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure the camera was not functioning. The active reference frame on the navigation system was not recognized. There was no delay to the procedure an no impact on the patient outcome. The procedure was completed without using the navigation system.